Event description:
Customer reported low blood glucose symptoms with result of 65 mg/dl obtained on the aviva system at 16:13. Customer self treated with 8 oz of orange juice and then obtained the following results: 227 mg/dl (16:28), 485 mg/dl (16:30), 242 mg/dl (16:31), and 74 mg/dl (16:36). Low blood glucose symptoms improved. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Manufacturer was unable to obtain this information. It was unknown if the initial reporter sent report to the FDA. Customer provided additional information.

Manufacturer narrative:
Manufacturer was unable to obtain this information. It was unknown if the initial reporter sent report to the FDA.